Event description:
The tip of the blade scalpel broke off while working on the patient. We did a cavity sweep and couldn't find it. We looked on the floor and around the field. We checked in our suction instruments. We got an xray of the patient to verify it wasn't inside the field. We got an xray of our cell saver canisters and found it in the filter.